Event description:
It was reported that the 9800 system would go to maximum technique when going from ap to lateral. There was no image on the left monitor. The system had a low ma and kv error message. Also the high voltage cable was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and high voltage cable were replaced. The filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.